Event description:
It was reported that the patient under went hip revision surgery to replace a cemented polyethylene liner and head. The liner was very worn. A zimmer cup and liner were implanted and a new head stryker pca head was impacted onto the existing stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported an an unknown liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.